Manufacturer narrative:
The investigation has been completed. Data log review shown ps railing to 3000 with no impact to 5s parameters. Alarm #1052 for psnr (epm sensor failure) was triggered at that time. Cvp increased to 300. The pump was returned and inspected. Upon connection with the aic, pump flow calculation disabled warning appears. A kink in the catheter was discovered where the catheter attaches to the motor housing. However, this kink appeared to be derived from how the pump was packaged in its return journey post use back to abiomed. Electrical testing showed abnormal sensor s+/s- at 3452 ohms (below the expected 4800-6100ohms) and v+/v- at 3031 ohms (below the expected 4800-6100ohms). When the pump was attempted to be started, it immediately stopped with mc high alarms. Psnr alarm 1052 also triggered. The cause of the placement signal issue was most likely an electrical short due to low electric readings found on the returned pump. However, the cause of the electric short is not known. Fm optical signal issue was changed to fm placement signal issue due to the investigation of the returned pump showing dp electrical short with no impact on the optical sensor.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that an impella rp flex had a placement signal not reliable alarm. The impella rp flex continued to support the patient. There was no harm to the patient and the patient survived the procedure.